Event description:
During a procedure the surgeon used the pk super loop, made 2-3 cuts on the tumor and pt's leg jumped out of stirr-up and bladder was perforated. Pt was not paralyze, walked fine and no add'l stay.

Manufacturer narrative:
The electrode was returned in-tact with no physical damage observed. It does appear to have been use. The electrode insulators are in place and not damaged. No visible damage can be seen to the connector post or cord. The electrode was connected to the generator, displayed the correct default settings of sp2/160 des/80. The device activated, cut and coag the test tissue sample which was submerged in a saline bath. Based on the visual and functional testing we cannot confirm that the device in itself was the cause of the customers complaint. Stimulation of the obturator nerve has been known to cause muscle spasm during transurethral resection of the lateral bladder wall. Direct stimulation of the obturator nerve by the resector as it passes in close proximity to the bladder wall results in a sudden, violent adductor muscle spasm. Care to suppress the obturator reflex during the procedure should be taken.